Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room (ER) visit and diabetic ketoacidosis (dka). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The father reported that the patient had high blood glucose, reading high (>500mg/dl), and had to go to the hospital emergency room (ER). They had called the doctor and gave a correction per the doctor¿s instructions prior to going to the ER. Her ketones were high and she was vomiting, so they removed the pod and took her after trying the correction dose with a syringe. She was admitted around noon, they were able to get her stabilized, and she was released to go home that evening. The patient was diagnosed with diabetic ketoacidosis (dka). She was dehydrated due to vomiting from high ketones. Treatment included IV therapy, fluids, and rest. She was also prescribed (B)(6) in case she had the flu, but she did not have the flu so the prescription was never filled. The pod was worn on the leg for a little over 24 hours. The patient¿s blood glucose history is as follows: (B)(6).